Event description:
The facility's tech reported an infusion pump with an 812:02 failure code. Info was requested by baxter regarding whether or not the incident occurred during pt use or during biomed testing and whether there has been a report of any pt incident involving this pump since the last baxter service event, but no additional info was available. Additional contact info was requested but no additional contact identified.